Event description:
It was reported that before use during routine check, the cardiosave intra-aortic balloon pump (iabp) unit screen is broken, hanging by wires. There was no patient involvement.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit screen is broken, hanging by wires.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit was damaged screen is broken, hanging by wires. There was no patient involvement. The issue was resolved by replacing hinge display (0105-00-0138-01), assy, display top lcd (0160-00-0127), upper lcd bracket frame (406-00-0894) and hinge display cover (0380-00-0561). Preformed unit checkout. Unit passed all functional and safety testes. Cleared for clinical use.

Event description:
N/a.